Event description:
It was reported that an ilet user experienced a blood glucose elevation to 240 mg/dl after dinner. The user had announced the meal, and the nurse attributed the rise to the meal, with glucose subsequently returning to range. Symptoms included hyperglycemia without associated clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s nurse and analysis of information provided by the user/third party. Investigation of this case revealed no findings available, with the medical device problem and device component details limited due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.